Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "multiple episodes of peritonitis" (no further detail). It was not reported if the patient was hospitalized for the events. The cause of the events, treatment details, action taken pd therapy, and patient outcomes were not reported. No additional information is available.